Event description:
It was reported that the fiber broke during case and was causing sparks. There was no patient and procedure outcome information reported.

Event description:
It was reported that the fiber broke during case and was causing sparks. There was no patient and procedure outcome information reported.